Manufacturer narrative:
Investigation completed 07/04/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ jan. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿nothing working properly¿ and ¿monitor broken¿ in the search criteria. The review encompassed dates 09-may-16 to 09-jun -17. There were five complaints contained within the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 16 to jun 17¿, the global product usage for cam02 monitors was calculated as 21,180 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. The product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid.

Event description:
The device was not working properly. The issue happened during setup. The staff used another unit with no issues. There was no patient injury.